Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The button board was replaced as a precaution. The device passed the final test procedure, and was recertified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.